Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 400 mg/dl. Reportedly, the customer's carb ratio settings needed to be adjusted. Bg was treated with a manual injection of insulin, and infusion set change. Reportedly, customer left the ER a few hours later with customer in stable condition (bg not provided).